Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was analyzed and found to found to have a broken tube extension at the orange plastic section. No pieces were missing. The instrument was found to have thermal damage at the distal end / orange part of the tube extension. The mcs tip cover was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had damage to the tip when pulling out the instrument. The user completed the procedure using a backup monopolar curved scissors with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.